Manufacturer narrative:
Full patient identifier: (B)(6). The customer did not provide patient demographics such as age, date of birth, weight, gender, ethnicity of race for any of the patients involved in this event. The access pth reagent was not returned for evaluation. A beckman coulter (bci) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. Upon arrival the fse obtained a failing system check unwashed routine indicating precision issues. The peristaltic pump assembly and fluidics manifold was subsequently replaced. An access accutni+3 precision test was performed which failed to meet the published performance specifications. The fse observed bubbles in the wash buffer supply line and decided to replace an o-ring on the supply fitting. No further bubbles were observed and all verification testing passed within published performance specifications. In conclusion, a hardware malfunction is the cause of the erroneous access pth results obtained. Although several hardware components were replaced a sole contributing device could not be identified as the cause of this event.

Event description:
The customer contacted beckman coulter (bci) to report obtaining higher than expected parathyroid hormone (access pth) results for an unknown number of patients on the laboratory's access 2 immunoassay analyzer, serial number (B)(4). There was no report of a change to patient care or management in association with the access pth results obtained. System performance indicators such as quality control (qc) for the access pth assay was out of specifications high for the level 1 qc material prior to the event. A routine system check performed after the event passed within published performance specifications. Several assay calibrations failed and additionally, a precision test was performed for the access pth assay which failed. It was noted by the customer that issues with the troponin I (access accutni+3) assay were also observed at the same time. Customer specimen collection and processing information was not supplied including specimen type, centrifuge speed and time or pre-analytical sample handling processes. There was no report of issues with sample integrity in conjunction with this event. A bci field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.